Event description:
Female with nown rheumatoid arthritis. She sustained approximately a year and a half ago a fracture of the right femus. This was surgically fixated and corrected. She was doing fine at home when she got up and noticed a "pop in her leg". A fracture around the old fracture of the femur was found. Admitted for surgery. Hardware removal with take-down of the non-union. Open reduction and internal fixation of the supracondylar fracture with a 15-hole buttress plate. Allograft bone grafting and electrical bone stimulator implantation. Tolerated surgery well. Dismissed 12/14/91 with no apparent complications. Metal plate broke in two.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure, telemetry failure, none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.